Event description:
The customer reported that the device, 00507118100, oscillator blade, 19.5 x 86 x 1.27 mm (.050"), was being used during a arthroplasty procedure on (B)(6) 2025 when it was reported, "oscillator saw blade outermost saw tooth broken off during use. Potential for patient harm.¿. Further assessment found the fragmentation occurred during use and the fragment is incased in bone. The fragmentation was not retrieved. There was no medical intervention or hospitalization due to the incident. The device was not saved by the facility; therefore, it will not be returned. The procedure was completed using another saw blade causing a 2-minute delay. This report is being raised due to the reported injury of fragmentation left in patient.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised not to use saw blades to pry, remove bone grafts, or as a leverage point. Patient or user injury could occur. Do not use burs for plunge cutting. Injury or damage may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 00507118100, oscillator blade, 19.5 x 86 x 1.27 mm (.050"), was being used during a arthroplasty procedure on (B)(6) 2025 when it was reported, "oscillator saw blade outermost saw tooth broken off during use. Potential for patient harm.¿ further assessment found the fragmentation occurred during use and the fragment is incased in bone. The fragmentation was not retrieved. There was no medical intervention or hospitalization due to the incident. The device was not saved by the facility; therefore, it will not be returned. The procedure was completed using another saw blade causing a 2-minute delay. This report is being raised due to the reported injury of fragmentation left in patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.